Manufacturer narrative:
Other relevant device(s) are: micra ,model #: mc1vr01-delsys, expiration date: 28-sep-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device return to MFR? No. Mfg date: 17-apr-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) had "slipped near the recommended s ite" and exhibited high thresholds. The ipg was successfully implanted after four deployments with a slight rise in thresholds. During device check following the implant procedure, high thresholds were observed. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.